Manufacturer narrative:
A service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event. The system was tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console presented problems with intra-ocular pressure (iop) control did not work properly and the infusion could not follow aspiration during a vitreoretinal procedure. There was no patient harm. Additional information has been requested. Additional information received indicated that the test of the machine was good, the pressure was within standards. During the beginning of the vitrectomy surgery, when they started the infusion without running the vitrector, it flowed correctly but when the vitrector was run, the infusion did not compensate, so the eye became very soft. Then they changed the tubing of the infusion (green tubing), and completed the surgery. No system message was displayed. The surgeon filled the eye with purified perfluorodecaline to avoid any problems.